Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced syncopal events. No additional adverse patient effects were reported. At this time, this device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The baseline testing completed on the device found no failing conditions. All testing that was completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced syncopal events. No additional adverse patient effects were reported. Further information was received that this device was explanted due to this patient needing radiation therapy in the left upper pectoral region where this device was implanted. The right ventricular (rv) lead was surgically abandoned for potential future use. This product has been received for analysis.